Event description:
Customer reported erroneous low access unconjugated estriol 2 (ue2) test result was obtained for one patient sample when using the unicel dxi 800 access immunoassay system. The erroneous low test results were not reported out of the laboratory. The laboratory questioned the results when the low results were inconsistent with the patient's other test results. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 2 of 2 reported by the customer. This patient was tested on two separate dates, with erroneous low test results obtained on both dates. An MDR was filed for each of the two dates. This MDR concerns the testing performed on (B)(4) 2009.

Manufacturer narrative:
The customer reported that a similar event with a different patient occurred approximately one month earlier. The erroneous low ue2 test result was attributed to the presence of a heterophile antibody. The customer refused to provide data or a sample for testing at beckman coulter, inc. Quality control (qc) was recovering within +/- 2sd (standard deviations) prior to and on the date of event. Service was not dispatched for this event. Root cause was unable to be determined due to the lack of specimen for analysis. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This is event 2 of 2. The related MDR is 2122870-2011-06121.